Event description:
It was reported that a patient presented in clinic, the pulse generator exhibited backup vvi mode, also noted was the patient experienced muscle stimulation. After a software download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.